Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation occurred. It was reported that the hemostatic valve broke into small pieces when the pentagram catheter was seated. The carto vizigo¿ 8.5f bi-directional guiding sheath small was replaced, and the case continued. The carto vizigo¿ 8.5f bi-directional guiding sheath small was being used on the patient at the time of incident. The bwi representative does not believe that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On 31-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(6) on 31-oct-2022, it was noticed the following statement was mistakenly reported in section h10 additional manufacturer narrative of the 3500a initial MDR. Please consider this to be considered removed: "however, this cannot be conclusively determined, once the device will be returned for evaluation a further investigation will be performed on it. Additionally, the customer provided picture(s) to aid in the investigation. According to the pictures, the hemostatic valve was dislodged inside the hub component."

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 25-jan-2023, the following correction/clarification were processed under the product evaluation details. The hemostatic valve was found placed in its original place and broken in the star section of the valve. An sem (scanning electron microscope) analysis was performed, concluding there is evidence of mechanical damage on the valve surface. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings.

Manufacturer narrative:
On 8-nov-2022, additional information was received indicating a pentaray catheter was used during the procedure and the introducer tool from a thermocool® smart touch® sf (stsf) catheter was used to introduce the pentaray catheter inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small by the physician. Confirmed damage was noticed after product use and noted a piece of the hemostatic valve had become torn and inside the hub of the sheath. The piece was visible inside the clear hub. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve broke into small pieces when the pentagram catheter was seated. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the case continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged and broken inside the hub component. A microscopic examination of the hemostatic valve surface showed damage. The stress damage suggests that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Sem (scanning electron microscope) conclusion indicates evidence of mechanical damage on the valve surface. The dilator was returned and it was found with small white marks on the tip like bents; however, it could be related to the handling but it cannot be conclusively determined. Additionally, two pictures were received for evaluation following biosense webster's procedures. In the first photo, it can be observed the hemostatic valve without damage and placed in its original position, however, in the second photo, it can be observed the hemostatic valve outside the sheath, although it was reported that the valve is broken into small pieces, in the photo, it looks like if it was folded and not broken, however, this cannot be conclusively determined, once the device will be returned for evaluation a further investigation will be performed on it. Additionally, the customer provided picture(s) to aid in the investigation. According to the pictures, the hemostatic valve was dislodged inside the hub component. A device history record was performed for the finished device batch number, and on internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).